Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during a percutaneous coronary intervention (pci), lost image occurred. The target lesion was located in the 99% stenosed, severely tortuous and calcified. The opticross imaging catheter was inserted into the patient however lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole in the sheath lap joint of the catheter.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that an open hole at the sheath lap joint assembly, fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed; the telescope assembly was not able to properly pull back, advance, or retract; telescope cannot advance the transducer distal housing (tdh) to the most distal position. The distance from the distal end of the transducer housing to the tip of the catheter was not measured; no image appeared in the system due to electrical open at proximal; imaging core wind up in the hub assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).